Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. There was visible blood inside the balloon region. Both inner and outer balloons were pressurized separately in a water bath to locate a leak. No leak paths were found, but it was noticed that blood was only visible in the inner balloon. The proximal end of the guidewire lumen was plugged while the inner balloon was pressurized again. Bubbles were seen coming from the distal end of the guidewire lumen which is indicative of a guidewire lumen breach. The balloons were dissected to find a leak path from the guidewire lumen cap. The leak path allowed blood to enter the inner balloon which resulted in a true blood detection error. The leak under the distal cap is believed to have been caused by a short guidewire lumen braid termination which was found to be out of spec.

Event description:
It was reported that during a procedure a polarx fit balloon was selected for use. The preparations were made properly, and cooling was performed in the following order: left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right inferior pulmonary vein (ripv), right superior pulmonary vein (rspv). However, a blood detection alert was displayed approximately 160 seconds after cooling the rspv. The (time-to-isolation) tti of the rspv was also short. The procedure was completed using original device. No patient complications were reported. Post-operatively, blood-like substance was noticed in the balloon where the defect occurred. Furthermore, an air was also observed from the distal tip when inflation was performed using a test inflation device. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a procedure a polarx fit balloon was selected for use. The preparations were made properly, and cooling was performed in the following order: left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right inferior pulmonary vein (ripv), right superior pulmonary vein (rspv). However, a blood detection alert was displayed approximately 160 seconds after cooling the rspv. The (time-to-isolation) tti of the rspv was also short. The procedure was completed using original device. No patient complications were reported. Post-operatively, blood-like substance was noticed in the balloon where the defect occurred. Furthermore, an air was also observed from the distal tip when inflation was performed using a test inflation device. The catheter has been received by boston scientific for analysis.